Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the image shows damage to the conductor wire insulation. There may be missing pieces of the insulation; however, it was not clear in the image.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a compromised insulation cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the additional information (image review): insulation over conductor wire was exposed, unsure if the instrument was safe to use on future cases. The cable was intact. There was no loss of cautery observed. The procedure was completed with the same instrument. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the damage was first observed in sterilization, where the insulation over the black conductor wire appeared exposed, leading staff to be unsure if the instrument was safe for future use, although the cable itself remained intact (not broken in half). There was no loss of cautery noted, and no fragment fell into the patient¿s anatomy. Isi did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.